Manufacturer narrative:
Continuation of concomitant medical products: product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2011, explanted: (B)(6) 2022, product type: catheter p, ubd: 29-jan-2013, UDI#: (B)(4); product ID 8598a, serial# (B)(4), implanted: (B)(6) 2011, product type: catheter, ubd: 03-mar-2012, UDI#: (B)(4). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a company representative regarding a patient receiving dilaudid (4 mg/ml at 1.1 mg/day) and bupivacaine (30 mg/ml at 8.3 mg/day) via an implanted pump. It was noted that the patient¿s medical history was arthritis, bilateral hip replacement, bilateral knee replacements, and back surgeries. The patient¿s concomitant medications were reported as ¿carvedilol, narcan nasal spray prn, ambien, crestor, cozaar, magnesium oxide, vitamin d3, voltaren, flomax, aspirin¿. The indication for pump use was non-malignant pain. It was reported that during the routine pump replacement procedure upon exposing the pump pocket site, there was no spontaneous retrograde of csf (cerebrospinal fluid). After inserting a 24 gauge non-coring needle through the cap (catheter access port) of the existing pump, they were unable to pull back any fluid. The hcp opted to splice on a new pump segment of catheter to the remainder of the existing catheter. The hcp trimmed off a 9.6 cm segment from the existing catheter and spliced on a 12 cm segment of new catheter. After priming the new pump on the back table, the new pump was attached to the revised catheter, and they were still unable to withdraw csf from the cap. After the patient was informed that a new segment of catheter was spliced onto the existing catheter, the patient stated that his legs had not been getting adequate control of pain. There were no environmental, external, or patient factors that may have led or contributed to the issue. The plan was an overnight admission and observation of response to pain therapy. The issue was noted to be resolved, and it was indicated that the hcp had no further information to provide regarding the event.

Manufacturer narrative:
H3: analysis of catheter (s/n (B)(6) ) identified damage in the seal material in cup of the sutureless connector (sc). The damage did not result in a leak during the in-line pressure leak test or affect the performance of the catheter. Analysis of catheter (s/n (B)(6) ) identified a leak that was caused by the metal connector pin breaching the catheter. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.